Event description:
The complainant reported an under-delivery of feeding for a female patient with a medical history of developmental delay, pulmonary problem, and gastrostomy for inability to feed by mouth, using a companion topfill enteral feeding set, list #71 and a companion clearstar pump, sligo list#m771. The child's mother reported that, the pump did not alarm and no display appeared; the problem is with the set, not the pump. The pump will not be replaced or returned to affiliate's repair center. The reporter stated that the child received 125 ml of feeding in two hours. It was expected that 200 ml would be delivered. This calculates to be a 37.5% under-delivery which is considered clinically significant. The feeding set was removed and replaced by a new one. The new set was used for the next two feedings and the total amount of feeding was delivered. There was no report of serious injury or illness or medical intervention associated with this event. It was reported that the child is feeling well. No sample will be returned for evaluation. The batch history recorded was reviewed and indicated to relevant product defect, process deviations, or other anomalies that may relate to the problem as identified in the complaint statement.